Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported a leak from the alinity m system. The customer reported that the alinity m system consumed an entire bottle of ethanol without running any samples. The customer also stated that they noticed liquid leaked inside the system solutions drawer and onto the floor underneath instrument. The customer reported that the leak was in and around the drawer. Customer stated that the liquid moved into an area of foot traffic, but no one slipped or was injured by the liquid. Customer was able to clean up the liquid in the walkway and block it off. The field service engineer (fse) went onsite and checked the ethanol reservoir, and the system control center (scc) read 0% available even though the reservoir was full. After troubleshooting, the fse confirmed no leaks were present. Customer confirmed that no one was exposed to the leaked material and all technicians cleaning up the leak were wearing personal protective equipment (ppe).

Manufacturer narrative:
Complaint has been elevated for investigation.